Event description:
It was reported that no flow was observed during priming of a small volume infusor. The infusor was filled with saline solution (non-baxter product). The reporter also stated that solution flow was confirmed after applying negative pressure with a syringe for an hour, but the flow was slower than usual. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Evaluation summary: the sample was received containing approximately 50 ml of fluid in the bladder. Upon receipt, flow was visually observed at the distal luer and continued to flow without stopping. A functional flow rate test was conducted on the sample for 38 hours. At the end of the flow test period, the flow rate was found to be within the specification of the product. The reported condition was not confirmed. The cause could not be determined. Additional information: the lot number 13d056 was manufactured april 16, 2013 - april 18, 2013. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.